Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that the pump had displayed high alarm for cassette not attached properly in history. During analysis, the pump was visually inspected, performed delivery test and it passed. The customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was under infusing. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.